Event description:
It was reported that the patient's baseline lower back pain was aggravated when stimulation was turned on. At that time, no device malfunctions were observed and it was unknown if reprogramming resolved the issue as the event was considered ongoing. Additional information received reported the lead and extension were replaced on (B)(6) 2011. Patient outcome was not provided.

Manufacturer narrative:
Programmer model 3037 serial# (B)(6); extension model 3095-10 serial# (B)(4) implanted (B)(6) 2010 explanted (B)(6) 2011; lead model 3889-28 lot# v514033 implanted (B)(6) 2010 explanted (B)(6) 2011.